Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined nor presumed as information on the reprocessing steps were not made available to olympus and no physical damage was noted at the location of the foreign material. The event can be detected/prevented by following the instructions for use which states the detection methods in instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ and the prevention methods in instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign matter came out of the air/water nozzle. There were no reports of patient involvement.